Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2016. The device has been returned and evaluated by product analysis on 10/21/2016 with the following findings. A review of the black box showed multiple loss of prime warnings with low non zero and zero force. The pump was exercised for 24 hours and no alarms were emitted. Force calibration testing was performed and passed. The pump was opened to find no evidence of physical damage on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.